Manufacturer narrative:
Serial # ; corrected data. The previously submitted MDR inadvertently indicated the serial number of the suspect device as not known.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the nurse was having communication issues with the programming system. The issue was isolated to the usb adaptor of the tablet device. The faulty usb adaptor was returned to the manufacturer for analysis. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.